Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. It was reported that the patient developed a wound inferior to the generator site. Surgery was scheduled to explant and place new battery higher. During procedure, surgeon determined pocked was not infected. Proceeded to move pocket higher and place new generator.  A battery replacement and pocket revision was completed. The issue has been resolved.